Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Investigation of their device system revealed that the right ventricular lead had a high capture threshold and a rising pacing lead impedance. The patient was asymptomatic and in stable condition.